Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was going to have their implantable neurostimulator (ins) battery removed because she was kyphotic. The rep stated that the patient had osteoporosis that was causing the kyphosis and the posture change was causing the ins to become superficial. A specific date for the explant procedure was not provided at the time of the report, but was noted to be a few weeks after the report. Follow-up is not required at this time because the pocket revision was planned to resolve the battery position issue and there is no further information related to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.